Manufacturer narrative:
Method: the device is not available for analysis as it was discarded by the end user. Without the actual product, an eval of the reported device cannot be conducted. Results: the lot number was not provided; therefore, the device history records could not be reviewed. Conclusions: at this time, we are working with the facility to perform in-servicing to re-educate. Also a review of the directions for use was conducted with the physician. This is an incident that is reportable and believes that FDA should be aware of as it is not covered by death, serious injury or malfunction. A follow-up report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.2% ropivacaine fill volume: unk. Flow rate: unk. Procedure: ankle surgery. Cathplace: unk. It was reported by a physician that one of his staff members was confused by how the flow rate lines up on the dial and accidently ran the pump at 14 ml/hr when they intended to run it at 8ml/hr. The patient had no adverse reaction, but he thinks the dial should be changed to avoid confusion. The date of event has not been provided. (Add'l info received (B)(4) 2013) the patient had emergency procedure for an ankle fracture. The order was to set the rate at 8ml/hr, the pharmacy tech did not set the rate appropriately as specified on the order. It was inadvertently left at 14ml/hr. The dial setting was discovered the next morning by another doctor who was doing rounds on the patient. Medical intervention was not required, the physician changed the rate on the dial and the patient was reported to be fine.